Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the cassette was blocked, generating an over pressure. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection was performed on the product and both membranes were present and not damaged. A dimensional analysis was performed on the inner diameter of the tubings and it was within specification. A scope was used to look at the inner orifices of the cassette and there was no blockage or visible flashing from the cassette molding present. A functional evaluation was not performed because the unit was received with most of the tubing cut off. The complaint was not confirmed.